Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.